Manufacturer narrative:
Date of event: (B)(6) 2012.

Event description:
A report was received that the patient underwent a non-device surgery and since then the patient is not able to charge her ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient underwent a non-device surgery and since then the patient is not able to charge her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had a non-device related surgery wherein electrocautery was used. The patient underwent an ipg replacement and was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.